Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx drug eluting stent to treat a lesion in the left anterior descending (lad) artery. The lesion exhibited mild tortuosity, mild calcification and 90% stenosis. The lesion was predilated. The device was inspected, and negative prep was performed prior to use with no issues noted. No resistance was noted advancing the device to the lesion and no excessive force was used. It was reported that the stent balloon ruptured when the second balloon dilation was performed at 18 atm. It was reported that post-dilation was not performed, the reported stent was implanted in the target lesion successfully.